Manufacturer narrative:
Qn#(B)(4). UDI:(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the 3rd stapler jams in the cartridge and the stapler cannot be used anymore. Clinical consequences: no clinical consequences for the patient. To resolve the issue, another stapler from different lot was opened.". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was a representative sample in its original sealed packaging. The actual sample was not returned. The returned stapler was visually examined with and without magnification. The packaging was observed to be damaged at the corner of the tray next to the cover block. The sterile barrier of the returned sample is compromised due to the packaging damage. The customer was contacted regarding the broken packaging, and it was reported that they did not wish to file an additional complaint for this issue. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 39 staples left in the cartridge. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. The reported complaint of "misfire/jam - staples not firing" could not be confirmed based upon the sample received. One representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the 3rd stapler jams in the cartridge and the stapler cannot be used anymore. Clinical consequences: no clinical consequences for the patient. To resolve the issue, another stapler from different lot was opened.". The patient's current condition is reported as "fine".